Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) was 569 mg/dl. Reportedly, the site was changed to address the event and a bolus was delivered after the site change to address bg. Tandem's technical support was unable to obtain the infusion set information. Bg lowered to 523 mg/dl after site change.